Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The patient was hospitalized for the peritonitis. Treatment information was not reported. The patient was transferred to hemodialysis (hd). At the time of the report, the patient was recovered from the event. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis manifested by fever, abdominal pain, and cloudy effluent. The cause of the peritonitis was reported to be hypoimmunity and a break in aseptic technique. There was no further description of the break in aseptic technique. The patient was initially treated with vancomycin (dosage, frequency, and route not reported) and third generation of cephalothin (dosage, route, and frequency not reported) for the event. Treatment with vancomycin and cephalothin continued for 5 days, but was considered to be ineffective and it was determined that the patient had refractory peritonitis. The patient was then treated with intraperitoneal ceftezole sodium injections (1 g, once daily), cefoperazone sodium (dosage, route, and frequency not reported), and intraperitoneal sulbactam sodium (1.5 g, once daily) for the peritonitis event. Antibiotic treatment was discontinued after fourteen days. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but it was reported that it occurred sometime before (B)(6) 2010. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.